Manufacturer narrative:
Unique identifier (UDI)# (B)(4).

Event description:
The customer complained of questionable gluc3 glucose hk gen.3 (gluc3) results for 2 patient samples tested on a cobas 8000 c (701) module. Patient 1 initial gluc3 result was 16 mg/dl. The sample was retested on another analyzer with a gluc3 result of 197 mg/dl. The sample was retested on a third analyzer with a gluc3 result of 192 mg/dl. Patient 2 initial gluc3 result was 16 mg/dl. The sample was retested on another analyzer with a gluc3 result of 86 mg/dl. The erroneous results were not released outside of the laboratory. The results from the other analyzers were deemed correct. There was no adverse event. The gluc3 reagent lot was 27623801 with an expiration date of 31-dec-2018. Qc results prior to the event and following the event were acceptable. The field engineering specialist was unable to find a root cause. He performed verification checks, all with acceptable results. The investigation was unable to find a definitive root cause.

Manufacturer narrative:
The customer confirmed that the issue has been resolved and that there have been no new occurrences.